Event description:
Procedure: nephrectomy. According to the reporter: during use, cutting could not be done. Device was not recognized by generator. Opened another, but the same trouble occurred on 2nd device. Used another to complete procedure. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).